Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unspecified product performance anomaly. No additional information was available. This ICD was successfully replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. This ICD was returned for analysis.